Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/02/2017 with the following findings: the pump powered on with auditory and vibration alerts to a blank screen. When a test display was used the display functioned properly. The initial "no power" complaint was unable to be adequately investigated due the blank display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no damage to the battery compartment or moisture in the pump reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.